Event description:
On 3/22/2024, during servicing activities of zyno medical devices which includes preventive maintenance, there is an flowrate issue observed where flow rate offset% at pre-rework is 1% and flowrate offset% at post-rework is 6%. This issue is determined to be a flowrate unknown issue. No patient involved as this is observed during calibration/ preventive maintenance.

Manufacturer narrative:
On 3/22/2024 flowrate issue was observed during preventive maintenance/calibration within zyno medical, llc. Cause traced to maintenace as there are no preventive maintenance records in 2023 where it is missing yearly required maintenance.. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event. As this is observed during preventive maintenance, all the isssues within the pump were resolved.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. Events involving a faster flow rate are not reportable when flow rate accuracy is above +5% but below +15% specification. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Refer to complaint #: (B)(4).